Event description:
It was reported to st. Jude medical that the pt expired unexpectedly. Interrogation of the device after explant revealed undersensed vf (ventricular fibrillation) prior to the pt expiring.

Event description:
It was reported to st. Jude medical that the pt expired unexpectedly. The pt was found inanimate on the floor of the room with no palpable pulse, fixed pupil, and livid discoloration of the skin. Interrogation of the device after explant revealed undersensed vf (ventricular fibrillation) prior to the pt expiring. The attending physicians report indicated that the pt had dilated cardiomyopathy with severe reduced left ventricular function, severe insufficiency of mitral valve, severe pulmonary hypertonia and refused a heart transplant; thus the ICD was implanted. The attending physicians report indicated the cause of death as failure of heart circulation from severest reduced lv (left ventricular) function with sustained vt/vf (ventricular tachycardia/ventricular fibrillation). No autopsy was performed.